Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had drive count or time values or changes incorrect for moving or coasting and too slow or too fast. Customer's blood glucose level was unknown. Customer could not be going into auto mode due to active insulin. The insulin pump will not be returned for analysis.